Manufacturer narrative:
A ge service rep performed an on site investigation. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that the system experienced an immediate loss of system functionality and a self-reboot. There is no report of a pt injury or death associated with this event.